Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the friend of the patient that a few days post implant the right atrial (ra) lead had dislodged. Follow up with the company representative and physician indicated that the lead ra lead was revised and the lead remains in use. No patient complications have been reported as a result of this event.